Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they visited the emergency room due to high blood glucose on (B)(6) 2019 at 6 pm with the blood glucose of 400 mg/dl. The insulin pump had motor error alarm. The customer was treated with the lantus and intravenous drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the drive support cap appeared normal. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.